Manufacturer narrative:
Other, corrected data: previously submitted MDR indicated incorrect data for this field. This report is being submitted ro correct this information.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2010, the patient's settings were different than what were programmed at the implant on (B)(6) 2010. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2010. The device was not interrogated prior to the patient leaving the surgery on (B)(6) 2010 as recommended by device manufacturer to ensure the device is at the correct settings; therefore, the settings were not corrected prior to the patient leaving the office. The settings were corrected on (B)(6) 2010. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.